Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an eds3 drainage system (ID 821731) was leaking from the port where medication had been administered. The product was replaced with a new system at the time of the event. The nursing team seemed to think it could be related to either stretching or a crack in the port possibly related to repeated daily use.

Manufacturer narrative:
UDI - (B)(4) or (B)(4). The eds3 drainage systwem was returned for evaluation: failure analysis - the eds connector was visually inspected and was found cracked and stress marks were also noted in the connector. The eds was set up per IFU: and leak tested, failed leaked from the cracked connector. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Root cause - the root cause of the problem reported by the customer is probably due to users¿ error as noted in the IFU, finger tighten when connecting devices.